Event description:
It was reported that the customer's charging cable was damaged and no longer functional. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the damaged charging supplies would be replaced by technical support.